Event description:
It was reported that during a pph procedure, the instrument did not staple. The pt experienced bleeding, and the operating room time was extended by 1.5 hours. The procedure was completed by handsuturing.